Event description:
It was reported that the atrial connector on the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the atrial connector was broken. Analysis also found that the upper case, battery drawer and side bail covers were broken and that the battery contacts were compressed. (B)(4).